Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain/pelvic pain') in a (B)(6) female patient who had essure (batch no. A20066- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin lesion, nontoxic multinodular goiter, depression, anxiety aggravated, bloating and mood altered. Concurrent conditions included hypothyroidism, skin rash, weight gain, diarrhea, fatigue, hidradenitis, anxiety, abdominal pain, gas, nausea, mucus stools, hepatic enzyme increased, depressive disorder, hyperlipidemia, loss of energy, panic attack, shortness of breath, chest tightness, palpitation, diaphoresis, multigravida, multiparous and wrist pain. Concomitant products included levothyroxine sodium (synthroid), mupirocin and spirapril hydrochloride (setrilan). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and infection ("infection"). The patient was treated with nsaids, paracetamol (acetaminophen) and underwent treatment due to complications from the essure device. Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had not resolved and the menstrual disorder, infection, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, heavy menstrual bleeding, infection, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (right tube occluded). Diagnostic results: on (B)(6) 2013, hysterosalpingogram (hsg) showed minimal patency right fallopian tube most recent follow-up information incorporated above includes: on 26-apr-2021: reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.